Event description:
On 01/24/2024, it was reported by a sales representative via (B)(4) that during a case on (B)(6) 2024, when trying to load the mis burr, ar-300b, into mis handpiece. Scrub tech could not get burr to stay locked in the tip part of the hand piece. Felt like the tip was not allowing the burr to lock into place. Was unable to use mis handpiece for the case. No adverse effect to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-300b serial/batch number (B)(6) was received for evaluation. Functional testing of the handpiece ar-200m showed no resistance when loading the ar-300b attachment. A visual inspection indicated normal signs of wear and tear. No problem found.